Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. It was discovered that the electrode belt had broken wires in ECG a. The constant "add gel" alarms experienced by the pt were caused by broken gel-fire lines (yellow wire) in the ECG. The root cause of the broken wires cannot be positively identified. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his device is prompting him to add gel. The pt was sent a replacement electrode belt.